Manufacturer narrative:
The manufacturer previously reported receiving information alleging patient death occurred while in use on a bipap a40 pro device. It was reported that a pressure regulation alarm occurred on (B)(6) 2024. The patient was also using 3lpm o2 ltot entrained via an oxygen entrainer. The customer is requesting a review of the event logs to rule out a cause of death. No medical intervention was sought. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm an interruption of therapy of this bipap a40 pro. External visual inspection found no defects. Pil downloaded the device error log to review the events from the dates in question (04/26/2024 and 04/272024) and did find patient related alarms, and not defective component alarms. The unit was shut off manually and powered back on during this period and the alarm reset was pressed also. The device was powered off manually on 04/27/2024 21:43:39 and not powered up again until 05/01/2024 15:31:18. At pil, the unit ran 45 minutes on quicklung f7797, without alarm or error. Pressures were monitored with manometer f3020 during this time and were found to be as expected. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The recall number updated/corrected in this report.

Event description:
The manufacturer received information stating a patient death occurred while in use on a bipap a40 pro device. It was reported that a pressure regulation alarm occurred on (B)(6) 2024 and (B)(6) 2024. The patient was also using 3lpm o2 ltot entrained via an oxygen entrainer. The customer is requesting a review of the event logs to rule out a cause of death. No medical intervention was sought. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.0